Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. A visual and functional assessment was performed on the device which found that the bearings and gears were worn out and corroded causing the device to run above the operational specification. The assignable root cause was determined to be due to normal wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during service and evaluation, it was determined that the attachment device had a temperature reading of 104/105 degrees at the elbow and the base which exceeded the operational temperature specification. The device was initially returned to (B)(4) for an undetermined malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.